Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been trying to initiate therapy using arctic sun device s/n: (B)(6) for about an hour, but the device was alarming low flow (alert 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 0%. Pump hours 9144.2. System hours 10810.7. Stopped therapy. Disconnected pads. Started manual mode. No visible damage to the fdl. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 100%. Alert 41 (low internal flow) sounded. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 06feb2026, spoke with biomed who confirmed faulty circulation pump. Device will be repaired onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 0%. Pump hours 9144.2. System hours 10810.7. Stopped therapy. Disconnected pads. Started manual mode. No visible damage to the fdl. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 100%. Alert 41 (low internal flow) sounded. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 06feb2026, spoke with biomed who confirmed faulty circulation pump. Device will be repaired onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: d, f, h. The initial reporter's zip code: (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been trying to initiate therapy using arctic sun device s/n (B)(6) for about an hour, but the device was alarming low flow (alert 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 0%. Pump hours 9144.2. System hours 10810.7. Stopped therapy. Disconnected pads. Started manual mode. No visible damage to the fdl. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) 100%. Alert 41 (low internal flow) sounded. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 06feb2026, spoke with biomed who confirmed faulty circulation pump. Device will be repaired onsite.